Manufacturer narrative:
Ref. The nonincorporated portion of the device was explanted on (B)(6) 2016. The incorporated portion was explanted on (B)(6) 2016 when the patient was treated with negative pressure wound therapy. Ref. (B)(4). (B)(4). Reported against the lot and no related deviations or nonconformances revealed during processing. - as of 11/22/2016, all (B)(4) devices released to finished goods for lot up100017 have been distributed. - lot up100017 was terminally sterilized and met all qc release criteria. (B)(4). The surgeon reported that he does not have reason to believe this patient's post-operative complications were due to the device specifically and that the events could have happened with any adm in this situation. Seroma is a documented complication associated with surgical procedures in which artia may be used. Literature review demonstrates that seroma occurrence is independent of the use of a surgical mesh and more likely related to surgical technique and/or subject characteristics. The portion of the nonincorporated artia reported was likely due to the infected seroma. Qa investigation resulted in no remarkable findings. Lot up100017 met all qc release criteria. Based on the reported information, including that a portion of the device had incorporated and the results of the investigation, the event is unlikely related to the artia device. Device not returned for evaluation.

Event description:
It was reported that this is a (B)(6) female patient with a medical history of right breast cancer and previous left breast conserving surgery many years prior. On (B)(6) 2016, the patient underwent a right mastectomy (elliptical incision including nipple & areola) and sentinel node biopsy with immediate subpectoral expander placement, breast drains and artia . The drains were left in place for two weeks and the patient was recovering well. During a post-op visit, the breast drains were removed however, the patient had developed a small seroma not enough to aspirate. Subsequently, the breast had become inflamed and red. The patient was treated with intravenous antibiotic therapy and had several aspirations (up to 200 ml/day) of cloudy/milky watery fluid and pus. On (B)(6) 2016, the patient was returned to the operating room for a breast washout procedure. A portion of the nonincorporated artia was removed. Two breast suction drains were placed and the tissue expander was replaced to keep the plane in the breast . The skin was closed loosely. Cultures taken revealed staph aureus. On (B)(6) 2016, the infected breast pocket was treated with veraflo cleanse for 7-10 days and the remaining incorporated portion of the graft was explanted. Currently, the patient is healing well with no sign of infection and one drain left in place. The surgeon reported that he has no reason to believe this complication was due to the artia specifically and he expressed that it could have happened with any adm in this situation.